Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This condition of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA that did not wear a mask and peritonitis was reported in a female patient coincident with dianeal pd2 ambuflex therapy. On an unknown date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin ip for peritonitis. The patient was retrained on proper aseptic technique.